Manufacturer narrative:
A field specialist was working with the customer at the site and it was confirmed that the customer was working with an expired reagent. In addition, the reagent was almost empty. The control results for the reagent were said to be correct. The sample was repeated with a new reagent pack and the result was negative.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested for vancomycin on a cobas 6000 analyzer. The erroneous results were reported outside of the laboratory to a doctor. A sample from a patient who was not taking vancomycin was tested for vancomycin by mistake. The result for this sample was 4.4 ug/ml and this value was reported to the doctor. The customer was surprised by this result since the patient was not taking vancomycin. The customer discovered that this patient was taking the drug ceftazidime and suspected that there may be interference of this drug with the vancomycin assay. On (B)(6) 2016, the customer took two additional samples from patients who had taken ceftazidime and tested these. The second sample resulted as 4.2 ug/ml and the third sample resulted as 5.2 ug/ml. The results from both samples were reported outside of the laboratory to the doctor. Both the second and third samples were sent to another laboratory where they were repeated using the abbott method on (B)(6) 2016. Both samples had repeat results that were lower than the limit of detection for the abbott assay, at less than 0.24 ug/ml. Ceftazidime interference to the roche vancomycin assay was suspected for these samples as well. The patients were not adversely affected. The cobas 6000 analyzer core serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Samples from the patients were requested for investigation, but could not be provided. From the documentation, it is not known if all initial testing was performed with the expired vancomycin reagent. Measurements at the customer site were repeated, and the patient samples were found negative with the roche vancomycin emit assay. Cefazidime is structurally related to cephalosporines, which have been tested for the vancomycin assay. No interferences to the vancomycin assay were seen with cephalosporine drugs, therefore it is assumed that cefazidime should not interfere with the vancomycin assay. Experimentally, it was determined that a times one and a times five daily dose of cefazidime does not interfere with all 3 available roche vancomycin assays, including the vanc2 emit assay. It could not be excluded that interference was suppressed due to additional freeze/thaw cycles of the samples at the customer site. It is also possible that the co-medication of the patient had some influence on the initial testing, but this information is not known.